Event description:
It was reported that the patient called the ambulance and was taken to the emergency department with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 30.3 mmol/l (545.4 mg/dl) with ketones at 1.7 mmol/l while wearing the pod between 25 and 36 hours. The patient was receiving an automated delivery restriction alert indicating that their blood glucose had reached the maximum threshold. Symptoms reported include the patient feeling weak, nausea, lightheaded, very thirsty and vomiting. The patient was able to treat themselves through manual insulin injection and waited at the hospital for their blood glucose level to go down. The patient was discharged that same day. The pod was removed when the patient got back home and applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance transport to the emergency department and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.